Event description:
It was reported that, during a rotator cuff repair surgery, immediately after inserting the device into the arm and pressing the button to activate the burning of the probe, the top part of the probe fell off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 05-oct-2023. It was confirmed that all fragments were retrieved from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed. The returned ar-9811 was tested before the memory was cleared and the screen showed, ¿probe already used/replace probe.¿ after the memory was cleared, functional testing was performed with saline water and the probe worked as intended. Visual inspection noted some signs of wear on the tip of the device. No problem found. Refer to investigation photo.